Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at an unknown tooth site was removed due to peri-implantitis. Clinical notes indicated that an active infection, along with a pus pocket, was draining on the b and that the implant was failing. It was also noted that the buccal wall was collapsing. The implant was removed and the bone area was grafted. The patient was expected to return for an implant replacement. Symptoms as a result of the event: abscess, edema and inflammation.